Manufacturer narrative:
B5 updated with additional information d6b explant date added.

Event description:
It was reported the device was successfully explanted and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella device was implanted in a patient for mechanical circulatory support. It was reported that the position waveform disappeared, and an alarm was triggered indicating an unstable signal for position sensing. There were no position issues, and the patient's hemodynamics were unaffected. The pump position monitoring was turned off as a solution. The patient was transferred to institute of science tokyo hospital for ventricular assist device (vad) treatment.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Note: although the device has been received the explant date is unknown at this time. However follow up to obtain this information is in progress. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.